Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had unresponsive buttons and scratched screen. The customer's blood glucose level was reported to be unknown. The customer states the screen is unable to be read due to the scratches. It was reported that the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with intermittent esc, act, and up arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was able to download to the care link pro software without any errors. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.